Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.

Event description:
It was reported to nova biomedical on (B)(6) 2013, that a consumer rec'd a result of 334 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 134 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's reading was determined to be clinically significant. The meter will be returned for evaluation. The test strips will not be returned, they have been exhausted by the consumer.